Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps was giving biomed error message with alarm. This was reported discovered while hooking up to patient before starting therapy. No patient injury was reported..